Manufacturer narrative:
(B)(4).

Event description:
Procedure: donor nephrectomy. According to the reporter: during the closing of renal vessel, the vessel did not get off the instrument. There were two endoclips set in order to cut off the instrument including the tissue sticking to the vessel. The surgery was extended, but by less than 30 minutes. No blood loss, no extension of incision, no change of surgery, no loss of tissue, no tissue damage, no part fell into cavity, no reinforcement material was used.